Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) displayed an alarm system failure and shut down. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: (4118/3233): a supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) displayed an alarm system failure and shut down. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was not able to reproduce the problem stated by customer. The fse also checked the logs for any faults that would indicate an issue, but the fse was not able to find any significant faults. The fse performed a full preventative maintenance (pm) test and functional checkout procedures. The unit has passed all test and calibrations and is now ready for clinical use. A supplemental report will be submitted upon completion of our investigation.